Event description:
It was reported that the pump shut off unexpectedly while charging. There was no reported impact to the customer's blood glucose (bg) level. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.